Event description:
It was reported that during device upgrade, insulation damage and exposed conductors were observed distal to trifurcation. The lead was capped and a partial lead will be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead, 15.1cm from the connector pin, was returned. External abrasion was noted on the outer insulation at 14-14.9cm from the connector pin, consistent with friction to the ICD can. There cables were visible, but the coating was intact.